Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg and leads will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and lead replacement procedure. No device malfunction was suspected and the patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg and leads will be replaced for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg and leads will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for replacement was due to patient having limited ability to charge efficiently.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg and leads will be replaced for an unknown reason.